Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. Two tag devices were deployed and internationally covered the left subclavian artery. Coil embolization of the left subclavian artery was performed and the procedure concluded. Postoperatively, paraparesis was observed on the pt. The pt was treated medically for the paraparesis. On (B)(6) 2009, the pt returned for 6-month follow up and had fully recovered from the paraparesis.